Manufacturer narrative:
Analysis was normal, no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ventricular lead exhibited high impedance. The device was attempted to be reprogrammed, however was unsuccessful, the physician believes the pulse generator maybe damaged. The decision was made to explant and replace both devices. The patient's condition post procedure was stable.